Event description:
The patient has 2 scs systems (1 thoracic and 1 occipital) implanted. It was reported the patient was without stimulation and did not charge her thoracic ipg. The sjm representative met with the patient and confirmed the ipg was inoperable. The patient stated she desired to have her scs system explanted. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.